Event description:
(B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion was an isr of a previously deployed unspecified drug-eluting stent located in the mid right coronary artery (rca) with 99% stenosis and was 30 mm long with reference vessel diameter of 2.75 mm. The lesion was treated with predilatation and placement of a 2.75 x 38 mm promus element¿ plus stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel the following day. In (B)(6) 2013, the patient presented due to coronary artery disease and the patient was hospitalized. Coronary angiography revealed 95% isr of the previously deployed 2.75 x 38 mm promus element¿ plus study stent. Three days from admission, the patient underwent three vessel coronary artery bypass graft (CABG) including the right posterior descending artery (r-pda), the second obtuse marginal (om) and the left anterior descending (lad) to treat the event. Twelve days post procedure, the event was considered resolved and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Complainant name: (B)(6) hospital. Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).